Manufacturer narrative:
Device evaluated by MFR: the main coil returned inside the introducer sheath and a hub device returned for the analysis. It was necessary to make cuts to free the main coil. It was observed that the main coil was stretched, bent and detached at the zap tip section and it was observed bent and stretched at the coil arm section. No more damages were observed. Under the microscope it was observed that the main coil was stretched, bent and detached at the zap tip section and it was observed bent and stretched at the coil arm section. The functional inspection could not be performed, because the delivery wire was not returned. The main coil arm outer diameter and primary coil outer diameter passed the dimensional inspection.

Event description:
Reportable based on device analysis completed on 31 jul 2023. It was reported that the coil could not be pushed out from the microcatheter. The target location was in the gastric varices. A 6mm x 20cm pe f-idc coil was selected for use. During the procedure, it was noted that the coil could not be pushed out from the microcatheter. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at the zap tip section.